Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its or their medical applications in relation to bardex i.c. Aquafil for the european community (d236512s to d236522s french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french).

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its or their medical applications in relation to bardex i.c. Aquafil for the european community (d236512s to d236522s french size 12,14,16,18, 20, 22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french). Per follow-up information received via ibc on 15nov2022, customer stated that a leaflet to explain how it was used would be helpful. Booklet did not provide that information for new starters or students.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its or their medical applications in relation to bardex i.c. Aquafil for the european community (d236512s to d236522s french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.